Manufacturer narrative:
This incident has been recorded under (B)(4). Review of the most recent repair record determined the repair site found that the plug harness assembly and 2 screws were damaged, and the motor was corroded and had unstable speed; however, the repair was not completed because it is on hold due to material shortage. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the unit was sent in for maintenance for corroded motor need to be replaced; damaged plug harness assembly need to be replaced; worn screws need to be replaced. Upon evaluation it was noted that the unit had unstable motor speed. No harm or delay were reported as it relates to this event. No adverse event was reported as it relates to this event. No additional information is available. Multiple attempts have been made and no additional information is available and due diligence is completed.